Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('coils at the cervical os / coil had unwound itself and it is in the uterine cavity') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (did a hysteroscopy). Essure treatment was not changed. At the time of the report, the device dislocation had not resolved and the smear cervix abnormal outcome was unknown. The reporter considered device dislocation and smear cervix abnormal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and 2016. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('coils at the cervical os / coil had unwound itself and it is in the uterine cavity') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (did a hysteroscopy). Essure treatment was not changed. At the time of the report, the device dislocation had not resolved and the smear cervix abnormal outcome was unknown. The reporter considered device dislocation and smear cervix abnormal to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.